Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks, the lead was possibly fractured, there was high impedance, noise and a charge circuit timeout occurred during the "shock storm." It was also reported the device reached normal battery depletion and following was at end of life status which was expected. The patient did not want the implantable cardioverter defibrillator (ICD) removed. Detection and therapies were "programmed off." No further patient complications have been reported as a result of this event.